Event description:
It was reported that, "during the tha, the surgeon drilled with depuy's drill to lock a cup by using the cancellous bone screw. However, the screw could not fit completely into screw hole."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.